Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, specifications was conducted during the investigation. A photographic inspection of the supplied image was conducted during the investigation which identified a single particle of foreign matter from an unidentifiable source and black in color. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. An examination of a photo of the product problem which was provided by the customer confirmed the presence of an unidentified black particle inside of the primary package. Based on the information provided, no product returned, the photographic examination, and the results of our investigation, the root cause was determined to be related to the manufacturing /packaging process. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during an pre-use inspection of the mixter endoscopic cholangiography set, an unidentified particle was discovered in the primary package. The customer confirmed that the device never made contact with any patient; accordingly, no adverse events occurred. The product is reportedly unavailable for return.